Event description:
It was reported that a pci was performed for a long lesion and two stents were deployed. As chest pain was still persistent and the vessel was narrow, a 2.5 x 18 mm zeta stent was deployed in more of the peripheral part of the vessel. After stent deployment, a dissection was observed and a 2.25 x 18 mm pixel stent was deployed. Unable to cover the whole dissection, a 2.25 x 13 mm pixel stent was to be used, but the shaft (hypotube) was found to be bent when removed from the dispenser. As no other pixel stents were available at the hospital, the device with the bent shaft was used for the procedure and the stent was deployed. The procedure was completed successfully. No pt effects were reported. No additional info was available.